Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that there was a problem with the sound hardware and the application did not work. The device was not in use on a patient. There was no report of patient or user harm.